Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radiculopathy. It was reported the ins was turning off on its own. No patient symptoms were reported. The patient was being scheduled for ins replacement due to the age of battery (approx. 8 years). No further complications were reported/anticipated.